Event description:
It was reported that a cardiopulmonary bypass procedure was performed on this pt on 8 november 1999 using the subject device as the venous return cannula. As the pt's post-operative recovery did not proceed as well as expected, pt was examined by two cardiologist at a different institution. A CT scan was performed and a foreign body was detected in the pt's pulmonary artery. On 2 march 2000 a cardiac catheterization procedure was performed, and the foreign body was retrieved from the pt. The retrieved foreign body was discovered to be the tip of the subject cannula. Following retrieval of the cannula tip, the pt was reported to be experiencing no adverse effects.